Manufacturer narrative:
Submit date: 07/10/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage, on (B)(6) 2017, service found the speaker does not work.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of speaker does not work. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. Product was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.